Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Procedure: posterior lumbar fusion surgery, anterior lumbar interbody fusion surgery levels implanted: l2-l4, l4-s1 it was reported that ,the patient underwent spine fusion surgery on the lumbar region at levels l2-l4. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the posterolateral elements). Post-op, the patient complained of increasing low back pain and radiculopathy into his lower extremities, due to which patient underwent revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.